Manufacturer narrative:
(B)(4) follow up. It was reported there is part of the rubber in the vial. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178029. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received

Event description:
Material # 305180. Batch # 4178029. Verbatim: the issue we are seeing is when we draw medication, we are seeing part of the rubber/plastic in the vial. I have asked for the durg vial company, but the drug involved is propofol, they have not given me the manufacturer. No patient harm. Additional information what is the medication being used when coring is occurring? It has been reported with several medications is the same needle being used to puncture multiple vials? No. Is the needle entering the vial at a 90 degree angle? In some cases yes, in other cases no is a lot number available? The suspected needle is bd blunt fill needle 1 -1/2 inch ref (B)(4), lot 4178029

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.